Manufacturer narrative:
(B)(4): initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
On (B)(6) 2020 the patient had multiple myeloma, the physician operated normally as before. When the needle was just prepared to shovel the bone marrow, it felt abnormal and immediately withdrew the needle. After the withdrawal, found the shovel broken. Sampling was unsuccessful.

Event description:
2020.04.10 the patient had multiple myeloma, the physician operated normally as before. When the needle was just prepared to shovel the bone marrow, it felt abnormal and immediately withdrew the needle. After the withdrawal, found the shovel broken. Sampling was unsuccessful.

Manufacturer narrative:
A complaint sample was not returned for evaluation. A photo was provided however the failure mode could not be confirmed through visual evaluation of the photo. The mac cradle is broken at the tip. Without a sample for evaluation or knowledge of how the procedure was performed a root cause cannot be determined by photo alone. A device history record review for the lot provided did not identify any manufacturing defects or issues that may have contributed to the reported failure. No issues were identified during incoming inspection, manufacture, or quality inspection for this lot. Since no root cause was identified related to the manufacturing process, the investigation was not able to identify any corrective or preventive actions for the complaint. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.